Manufacturer narrative:
No k7040-001 spiros product samples, videos, or photographs were returned for investigation. The DHR for lot 3244017 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date and involved two spinning spiros closed male luers attached to an infusor bottle which caused a spill of an unknown chemotherapy medication when the nurse placed the bottle on the chair side table. The spill came into contact with the healthcare provider¿s gloves, which were immediately removed and the provider¿s hands were washed. The chemo spill was cleaned per facility protocol, the product was replaced, and the therapy was resumed. There was no patient involvement, no adverse event, but there was a delay in therapy as another bottle had to be mixed. This captures the second of two devices. No additional information was provided.